Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under-sensing and the patient's right ventricular lead exhibited high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2024. No changes were made to the implantable cardioverter defibrillator during the procedure. There were no patient consequences.